Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device had an episode which led to therapy exhaustion and had a little affect on rhythm. The patient's rhythm was fast, irregular and fairly narrow until the first shock. After the first shock, the rhythm became wider. The shocks and anti-tachycardia pacing (atp) had no effect on the rate. Boston scientific technical services (ts) discussed that the patient's medication may be contributing to fast heart rate. As of this time, the device remains in service. No adverse patient effects reported.